Event description:
The hospital reported that about halfway through harvesting vein, a black piece of the vasoview hemopro 2, looks like it melted and slid down over the hemopro jaws. There were no components detached into the harvesting tunnel the jaws would not open and would not pull back through the cannula, they had to manually pull the black plastic back into the correct place to remove the hemopro from the tunnel. A second vh-4000 was opened to complete the case. There was a procedural delay to trouble shoot and open a new device. Per the photo provided by the complainant, it shows that the middle area of the shaft is melted. There were no effects to the patient.

Manufacturer narrative:
Tw: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 07/02/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The shaft of the device was observed to be pulled up over the jaws. No other visual defects were observed. An investigation was conduced on 07/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The black sheath closest to the jaws was observed to be pulled over the jaws of the device, exposing the metal part of the shaft tip. The jaws were unable to be opened and closed due to the sheath covering the jaws. The sheath was pushed down to the shaft. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. The jaws were able to be opened and closed with no physical or visual difficulties observed. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "melted-shaft" was not confirmed, however the reported failure "mechanical problem- jaws" was confirmed. The analyzed failure "peeled; delaminated; shaft" was observed. A manufacturing engineering evaluation was conducted. The complaint device showed signs of clinical use. The reported failure of "melted/mechanical problem" was not confirmed. During the evaluation of the device, it was observed that there was a confirmed as analyzed failure mode of "damaged shrink tubing". See figures 1 through 5 for objective evidence of the damage to the shrink tubing. The shrink tubing did not melt but rather was damaged/snagged upon tool retraction into the cannula causing the shrink tubing to be held in place while the tool was retracted. This caused the shrink tubing to slide over the jaws. Based on the manufacturing engineering evaluation results, the reported failures "melted-shaft" and "mechanical problem- jaws" were not confirmed, however the analyzed failure "peeled; delaminated; shaft" was observed. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.